Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high out of range pacing impedance measurement and loss of capture (loc) with high threshold measurements. After troubleshooting during the case, both the impedance and threshold measurements were within range upon pocket closure. However after the pocket was closed, the lv lead threshold measurements rose again to 4 volts. The output for the lv lead was programmed to 5.0, thus not giving appropriate safety margin. However, the physician noted she was fine with the current programmed settings as the patient was not lv dependent. It was thought that the increased threshold measurements post pocket closure, was due to a micro dislodgement. The field representative noted the physician opted for no intervention and will continue to monitor the patient. The lv lead remains in service and no adverse patient effects were reported.